Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2026, they experienced a hyperglycemic event while being in an active sensor session. Around midnight, the patient woke up feeling sick and nauseous. When the patient tried to get up, he fell. His wife took a fingerstick and the blood glucose reading was 555 mg/dl. It is unknown what the cgm device was displaying at that time. Emergency medical service (ems) was called and when the paramedics arrived another fingerstick was taken, and the blood glucose reading was 600 mg/dl. It is unknown what the continuous glucose monitor (cgm) device was displaying at that time. The patient was transported to the hospital. In the emergency room (ER), the blood glucose was tested and was around 1000 mg/dl. It is unknown what the cgm device was displaying at that time. The cgm sensor and insulin pump were removed. The patient was treated with intravenous insulin, saline and fluids, and was admitted into the intensive care unit (ICU). The patient was discharged after 5 days. Upon discharge, his blood glucose was 215 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.